Event description:
The implant failed due to poor bone condition and sizing. - the implant was placed at #25 and removed after 2 months. - traditional 2 stage surgery. - moderate oral hygiene. - poor bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our prod.